Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint of ¿arcing¿. The instrument was found to have a broken conductor wire at the weld joint of the yaw pulley after one side of the clevis ear was removed for investigation. The silicone potting appeared to be compromised and the conductor wire thermally damaged around the weld location. The material missing was likely to be thermally induced rather than mechanically induced. This complaint is being reported due to the following conclusion: it was reported that during a da vinci-assisted surgical procedure, arcing was seen on the permanent cautery hook. Although, no patient harm, adverse outcome or injury was reported, the damage found at the weld during failure analysis suggests that if the malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, arcing was seen on the permanent cautery hook. The instrument was not used on the patient. There was no report of patient involvement. Isi followed up with the initial reporter and obtained the following additional information: the arcing was noted during the procedure. The staff used a different instrument and proceeded with the case. The customer believes there was no patient injury and the procedure was completed. The customer could not provide any addition information.